Event description:
It was reported that insulin pump displayed alarm 20 during pumping and cartridge alarm continued to recur even after attempt to load new cartridge using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to resume insulin therapy with affected pump, so distributor representative provided replacement pump, storage mode instructions were given for transport, and affected device was arranged to be returned for further evaluation.